Event description:
It was reported that during testing, the ventilator had no flow without an audible alarm. The ventilator displayed disc/sense. The ventilator was not connected to a pt when the reported problem occurred.